Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After firing endo gia universal the clips sticked unformed in the tissue - no sufficient tissue closure. Defect noticed by a sufficiency test with indegocamin-blue-solution only after finish of the circular clip seam anastomosis. Anastomosis had to be oversewed. An ileostoma was made for security. Person injured, extension of op by more than 30 min, no blood loss, extension of incision by more than 1 inch, no change of op, no loss or damage to tissue, no tacks were removed from cavity, no reinforcement material used. Patient: female, age:(B)(6), weight.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photos, one endo gia* universal roticulator* 60-3.5 single use loading unit opened by the account, and seventeen sealed endo gia* universal roticulator* 60-3.5 single use loading units. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The received photos showed staples that were not fully formed in the b formation. Visual inspection of the first cartridge noted that the loading unit was fully applied. Visual inspection of the cartridges 2-10 revealed that the loading units had a full staple complement. During functional evaluation, the first loading unit was loaded into a post market vigilance (pmv) instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. In addition, the anvil was severely bowed and the knife bar assembly was buckled. This was an indication that the loading unit anvil was deformed at the clamping feature. Further functional testing found the loading unit to cycle without hesitation or binding after overriding the interlock. The remaining loading units were loaded into a pmv representative instrument for functional testing. Each loading unit was applied to test media with proper transection and staple formation. Functional testing also confirmed the safety interlock feature successfully prevented the loading units from cycling again. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damage to the loading unit and the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of anvil clamping feature deformation and bowed anvil condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.